Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (equipment problem during patient setup) has been confirmed. Upon receipt the battery pack was non-functional in both a charger and a monitor and would not communicate to benchmarq. The cause for the battery's inability to communicate was a blown bq2040 chip. The root cause for the blown chip cannot be positively determined. No adverse event resulted from the blown chip. The pt ended use due to an unrelated issue.

Event description:
A zoll patient service representative (psr) called in while fitting a (B)(6) female patient to report that when she inserted the battery pack, the monitor could not detect the battery condition. The patient ended use due to an unrelated issue and therefore was not given a replacement battery pack.